Manufacturer narrative:
One sample of pediatric cuffed tracheostomy tube was received for evaluation and the customer reported complaint was confirmed. A visual inspection was performed and it was observed the pilot balloon was removed and replaced by an adapter. An inflation/deflation test was performed. The cuff could be inflated and deflated without difficulty. The pilot balloon was received and it was noticed that the pvt valve was missing a white piece of the sample. A syringe was connected to the connector and no air could pass through the valve. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, the cuff could not be deflated. There was no patient harm, however, recannulation of a replacement tube was required.